Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was not able to be interrogated. There was no additional information available. There were no adverse patient effects reported. The device remains in service.